Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction. No pt harm was reported. The speaker assembly of the monitor was replaced which resolved the reported issue.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. No pt harm was reported. The speaker assembly of the monitor was replaced which resolved the reported issue. Risk analysis - in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available on the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.